Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure high thresholds were noted on the right atrial (ra) lead. The lead was re- positioned however low sensing was then noted. It was noted placement difficulty was encountered due to patient anatomy. It was noted the patient experienced a perforation. The "bleed was stopped". The lead was attempted / not used and replaced. No further patient complications have been reported as a result of this event.